Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: patient acquired a secondary metastatic infectious complication of her fresh knee arthroplasty after a procedure for sinus infection in the upper respiratory tract requiring I&d with bearing exchange of the knee arthroplasty. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or sterile lot referenced. Conclusions: a medical review of the provided information was completed by a clinician, this review concluded; patient acquired a secondary metastatic infectious complication of her fresh knee arthroplasty after a procedure for sinus infection in the upper respiratory tract requiring I&d with bearing exchange of the knee arthroplasty. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient was doing fantastic following surgery until last week when they developed a sinus infection. Patient went to ER for sinus treatment and was put on antibiotics. A few days later patient developed pain, stiffness, swelling in knee and was worked up for an infection. I&d was performed with poly exchange.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was doing fantastic following surgery until last week when they developed a sinus infection. Patient went to ER for sinus treatment and was put on antibiotics. A few days later patient developed pain, stiffness, swelling in knee and was worked up for an infection. I&d was performed with poly exchange.